Manufacturer narrative:
Concomitant product: arctic front advance cardiac cryoablation catheter. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: improved visualization of real-time recordings during third generation cryoballoon ablation: a comparison between the novel short-tip and the second generation device. Journal of interventional cardiac electrophysiology. 2016;46 (3):307-314.

Event description:
The literature publication reports the following patient complications: there were eight (8) patients with a pseudoaneurysm with unknown intervention/outcome. The status/location of the sheath is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.